Event description:
It was reported that during a stent placement procedure in the fistula, the stent allegedly failed to deploy. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent graft delivery system was returned for evaluation. The stent graft was partially deployed which leads to confirmed results. It was reported that the tracking vessel was straight, the device was successfully flushed, a 6f introducer was used for access and the device was placed in the straight section of the lumen prior to the stent graft deployment attempts. A guidewire was used but the dimensions were not specified. Based on the evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment. A definite root cause for the event experienced by the customer could not be determined. Labeling review: the relevant labeling supplied with this product was reviewed. The instructions for use sufficiently address the potential risks. The instructions for use states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The instructions for use further state: "pre-dilate the lesion and confirm that the stenosed lumen can be dilated to the desired diameter." H10: d4 (expiry date: 11/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.